Manufacturer narrative:
Summary evaluation report attached. Added data to d8 and d9.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Thrombosis was found in the stent in sfa. Anterograde puncture was performed. Straub guildwire was used. Syringe was used to flush the catheter before inserting into the body. Guildwire reached 15cm beyond the thrombosis. Catheter reached 2cm before the thrombosis and started the motor. During aspiration, no blood flow was found flowing out. Withdraw the catheter, flush the catheter and still no liquid flowing out. Another catheter was used to complete the operation.